Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the 8 mm large suturecut needle driver instrument was broken. No fragments fell into the patient. It is unknown if any post-operative test(s) to look for fragments in the patient were performed. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the breakage was located at the distal end tips, which were broken/damaged wires. There was no missing or detached material from the part of the device that enters the patient, and no fragments fell from the device during its use on a patient. There was no delay during the surgery.

Event description:
Refer to h11 for follow-up information.